Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with two gore excluder aaa endoprostheses aortic extender components and two contralateral leg components (pxc121400j/14337584 and pxc121400j/13269758) as a part of reintervention to treat seroma which was formed around the previously implanted bifurcated gore-tex stretch vascular graft. The aortic extender components were deployed in the proximal portion of the graft and the contralateral leg components were implanted distal to the bifurcated legs. The patient tolerated the procedure. On (B)(6) 2015, the patient was discharged of the hospital. Two hours post hospital discharge, however, the patient admitted to the hospital again due to numbness of his left leg. A computed tomography (CT) revealed the contralateral leg component in the left leg (unknown to which lot number) was thrombosed. On the same day, the physician originally planned to perform thrombectomy using a fogarty catheter. The guidewire was inserted smoothly through the thrombosed portion of the contralateral leg component, and blood flow to the left leg recovered by the guidewire insertion. The physician, therefore, elected to implant a bare-metal stent in the thrombosed portion instead. The patient's left leg was patent, and the patient tolerated the procedure. On (B)(6) 2015, the patient was discharged of the hospital.